Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. There was no reported impact to the customer's blood glucose level. Customer declined to provide additional information regarding the reported issue, and declined troubleshooting with tandem technical support.